Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high shock impedance measurements of greater than 400 ohms even after disconnecting and reconnecting the electrode. It was noted that the physician initially used a two incision implant technique but due to the continued out of range impedance measurements a third incision was made and the electrode was sutured at the distal end. All incisions were well irrigated and the first layer of sutures were in place. However, testing still showed a greater than 400 ohm impedance. Boston scientific technical services (ts) was consulted and the physician checked connections again, then sutured down all layers of the pockets. The shock impedance measurement still indicated greater than 400 ohms. Subsequently the s-ICD was explanted and another s-ICD was implanted with the same electrode. All impedance measurements were within normal range with the new s-ICD. The attempted s-ICD was returned for analysis. No adverse patient effects were reported.